Event description:
Boston scientific received information that an error code was triggered on this device during a follow up. All measurements and stored episodes appeared normal. The right ventricular lead model/serial number is not available. Boston scientific technical services (ts) discussed keeping the patient monitored until a save to disk is sent for immediate evaluation. The error on the device resulted from high shock lead impedance measurements. Ts discussed potential lead system damage. In addition ts noted that ventricular tachycardia therapy is limited to max shocks following this type of fault. At this time ts is waiting for a save to disk as well as a review of the save to disk by engineering. At this time the device remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
A review of the save to disk confirmed that the shock lead open fault was declared. It was noted that several full energy shocks were delivered after the open fault, and all the shock impedance measurements appeared within normal range. Engineering discussed a possible lead or device issue. In addition, it was noted that the device had accumulated 15.5 minutes of high voltage charging time, and a signification reducation in longevity will be shown once the battery status is updated. At this time the system remains implanted..

Manufacturer narrative:
(B)(4)